Manufacturer narrative:
It was reported that the "wing tip" of a syringe component "snapped off" while injecting. No serious injury or adverse impact to patient or user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the photographed syringe was confirmed to have one (1) of the wings of the finger flange had cracked off. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the "wing tip" of a syringe component "snapped off" while injecting.